Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and sensor issues. Customer blood glucose level was 594 mg/dl. Customer advised they inserted 2 sensors and had issues before and after initialization. Customer received sensor errors before and after inserting them. Customer is currently not wearing any sensors and has removed them. Troubleshooting for sensor error alert was performed. Customer was able to run the test plug procedure and will call back to run the test one more time. Troubleshooting for the lost sensor was not performed as customer will call back to run the test when they have time.